Event description:
This lead was capped and replaced because during an open heart surgery procedure, the physician sutured the lead, which damaged it causing intermittent loss of capture. At that time the lead was "turned off." The physician then capped and replaced this lead during a normal device change out. Should add'l info be rec'd, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.